Event description:
It was reported that a syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the printing on the exterior of the syringe was defective. Verbatim: "I've received quality reports on lot #0203537 of ndc 08290328440. It looks like an external syringe printer issue for the measurements. Would there be any quality concern with patient use?"

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of (B)(4) loose 0.3ml bd insulin syringes was provided. The customer reported that the printing on the exterior of the syringe was defective. The photo was examined, and it was observed that the scale markings between the 0 and 5 unit marks were missing. A review of the device history record was completed for batch# 0203537. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200902242] noted for damaged tips causing missing print. Root cause: timing was off causing damaged barrel tips and print issues.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues before use. The following was reported by the initial reporter: it was reported that the printing on the exterior of the syringe was defective. Verbatim: I've received quality reports on lot #0203537 of ndc 08290328440. It looks like an external syringe printer issue for the measurements. Would there be any quality concern with patient use?